Event description:
The patient reported that they were near an electrical stimulation machine and felt nauseous, an extreme headache, and felt like they were going to pass out. The patient also stated that the right ventricular (rv) lead was turned off because it was giving them "all the symptoms of a heart attack," and was turned off completely. The implantable pulse generator (ipg) remains in use. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.